Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the shorted diode cr44 on the therapy pcb assembly.

Event description:
A customer contacted physio-control for service of their device. Upon initial evaluation, physio-control observed that defibrillation charge was unexpectedly dumped. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control for service of their device. Upon initial evaluation, physio-control observed that defibrillation charge was unexpectedly dumped. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.